Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® urine transfer straw, the device experienced the transfer straw breaking off during use. The following information was provided by the initial reporter. The customer stated: we have received a defective batch of transfer cannula ref (B)(4) lot 1251392 on the sigean site. 1 out of 2 cannulas broke during use. We had ordered 10 boxes.

Manufacturer narrative:
H.6. Investigation: 1 photo was returned by the customer in support of this complaint. A visual examination of photo was performed and the customer's indicated failure mode of separation was observed. The photo shows the holder has become separated from the straw and needle assembly. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The root cause of the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® urine transfer straw, the device experienced the transfer straw breaking off during use. The following information was provided by the initial reporter. The customer stated: we have received a defective batch of transfer cannula ref 364940 lot 1251392 on the sigean site. 1 out of 2 cannulas broke during use. We had ordered 10 boxes.